Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the cause of the reported thermal event. The reported device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#91127 was implemented. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Omnipod® 5 system technical user guide pt-002111-aw rev. 5 states: store and charge the controller in a cool, dry place out of direct sunlight to prolong battery life. Avoid leaving the controller in a car where temperature extremes can permanently damage the battery.

Event description:
It was reported the omnipod 5 controller/personal diabetes manager (pdm) overheated after being left in the sun, began vibrating, and the screen would not turn on. No harm to the patient was reported and no medical assistance was required. A replacement pdm was issued to the patient.